Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell module 1. The damaged covers and defective load cell module were likely attributed to mishandling such as a drop. During visual inspection, the front enclosure was observed to be cracked at the front-end area, and the top cover was observed to be cracked at the lower corner on the patient's right-hand side. In addition, the bottom enclosure had multiple cracks at its screw well area. The observed physical damages are unrelated to the reported complaint and appear to be the characteristics of harsh impact due to user mishandling. The top cover and damaged enclosures will be replaced to address the observed damages. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed load cell module 1 was over-reported (defective), and it will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that the autopulse platform (s/n (B)(4)) worked as intended during a patient call. During device check after the call, the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory message. The customer performed multiple troubleshooting steps, such as re-adjusting the lifeband, but the issue persisted. No patient involvement.